Event description:
Reported due to chest pain. The physician placed a jostent graftmaster in the left anterior descending (lad) artery. The stent was used to treat an aneurysm in the artery. The stent was implanted without issues and the procedure "went extremely well." The pt experienced chest pain following the stent placement. The chest pain was the result of a "a very small side branch occlusion of a small diagonal branch septal perforator, which was expected." The pt was discharged to home on an unspecified date and is scheduled for a routine stress test in six (6) months. Although requested, add'l info was not available.